Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an intermittent stop key on the channel b pump head module keypad and determined the root cause to be a faulty channel b pump head module keypad. The channel b pump head module keypad was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump with an intermittent stop key on the channel b pump head module keypad. No patient injury or medical intervention was reported. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause investigation for this condition is in progress through (B)(4).

Event description:
Medtronic received information that two stent fractures were observed 6 months after implant of this transcatheter pulmonary valved conduit. It was reported that the patient was not symptomatic. Seven months after implant, the patient presented with chest pain. A diagnostic catheterization was conducted and revealed a 20mmhg gradient through the transcatheter valve (tcv), confirmed the two previously noted stent fractures and compression of the tcv from front-to-back resulting in an oval configuration. Balloon angioplasty of the tcv was performed. Improvement was noted in the size and shape of the tcv with no gradient through the tcv. The patient was discharged one day after the procedure with no adverse effects.